Event description:
It was reported to nova biomedical that a consumer received a result of 418 mg/dl on their blood glucose meter. The consumer administered four units of insulin based on that reading and subsequently experienced a hypoglycemic event requiring medical intervention at a hospital. It was discovered during the phone call, the consumer is storing the meter and test strips in an area which may compromise the integrity of the test strips and he does not control solution test both of which are contrary to our directions for use. The meter and the test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a results of that investigation, a follow-up report will be filed.